Event description:
It was reported the patient presented to the emergency room with atrial fibrillation (af) with rapid ventricular response (rvr). It was discovered the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of the signal and attempted to deliver shocks, however, the rhythm was not converted. No changes or intervention was performed. The patient was in stable condition.